Event description:
No injury alleged. Malfunction alleged. MDR filed. Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is leaking. Associated malfunctions for this device: inlet filter missing.